Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a infection on the leg. For treatment, the patient was provided unknown medication and given antibiotics intravenously (IV). The site had purulent discharge and was swollen. The pod was discarded after removal. The patient was discharged on the same day.